Event description:
Guidant (now boston scientific corporation) received information that the implantable cardioverter defibrillator (ICD) displayed a fault message indicating the ICD had undergone a reset following exposure to radiation therapy the patient is receiving for cancer. The ICD will be followed throughout the radiation therapy protocol, and the physician will evaluate it and consider replacement once the radiation therapy is completed. Guidant received this ICD for analysis in april 2002.

Manufacturer narrative:
Guidant's reliability assurance lab confirmed the device was operating in fallback mode. Detailed analysis found that built-in device diagnostics detected unexpected changes in certain locations of device memory, which were not correctable. A designed precautionary response by the device resulted in a change to well-defined safe default mode which operates as a single-zone ICD with limited programmability and shocking capability, and would have protected the patient in case of an arrhythmia. Additionally, non-programmable vvi pacing at 60 ppm is available. The cause of the malfunction was concluded to be a result of software corruption induced by radiation therapy. The memory dump from this device was retrieved from electronic storage for further testing in 2007. The device's stored memory was reviewed and evaluated by boston scientific's reliability assurance laboratory. Detailed analysis found that built-in device self-diagnostics detected unexpected changes in certain locations of device memory that controls episode data. In response to this, the device initiated a warm reset in an attempt to correct this problem. The processing performed during this warm reset was appropriately executed, however, a firmware design issue prevented the device from further updating data variables stored in this area of memory. This finding has been classified an non-clinically out-of specification and would not have impacted this device's ability to sense and deliver therapy given this patient's episode history and the device's explant date. This MDR report will be considered late. This event is being MDR reported based on a precedent event which was reported due to the identified failure mechanism, therefore, events in this trend categorized as yellow or red meet the criteria for reportability.